Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump caused an overinfusion compared to the readings on the pumps. The readings were reportedly off by 15%to 20%. It was reported that an incompatable non-baxter solution administration set was used. There was no patient injury or medical intervention associated with this event. No additional information is available.